Manufacturer narrative:
Additonal comments related to the event as told to the manuacturer are 'they were able to lma the patient after proview failed no patient harm.'

Event description:
As described to manufacturer 'when attempting to intubate a patient, the camera was initially working normal than a few seconds after placing the scope into the patient's mouth. The video froze. A blue screen with error. Codes came up then a green screen followed the blue screen, and then another blue screen with error pictures.'